Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during pre discharge of patient the atrial lead exhibited loss of capture and sensing. The lead was explanted and replaced. The patient's condition was good after procedure.